Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. ¿ the patient demographic info: age, weight, bmi at the time of index procedure ¿ date and name of initial surgical procedure ¿ the diagnosis and indication for the initial surgical procedure? ¿ what were current symptoms following the index surgical procedure? Onset date? ¿ other relevant patient history/concomitant medications ¿ product code and lot number? ¿ what is physician¿s opinion as to the etiology of or contributing factors to this event? ¿ is it believed that there was a deficiency with the mesh or was there an issue with surgical technique? ¿ the initial approach for the index surgical procedure? ¿ any concurrent procedure/device implantation? ¿ were there any intra-operative complications? ¿ when was the mesh exposure first noted by a physician? ¿ mesh exposure site/location, symptoms and diagnostic confirmation? ¿ describe medical/surgical intervention for exposure including dates and results. ¿ what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the mesh was implanted. The patient experienced 2 cm mesh exposure and dyspareunia. It was also reported that skin edges were mobilized and re-sutured. Additional information has been requested.